Event description:
La line was to be removed by rn. Rn was unable to pull out la line in routine manner. Surgeon was called to bedside and attempted to remove la line and was also unable to remove. On the next day, the pt had to be reintubated, lower part of chest had to be reopened and la line had to be removed by surgeon. Dates of use: 2009. Diagnosis or reason for use: av canal repair. Event abated after use stopped or dose reduced: yes.